Manufacturer narrative:
It was reported that the patient experienced critical battery alarms. Four batteries ((B)(4)) were returned for evaluation. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. Concomitant medical product: heartware ventricular assist system ¿ battery, model 1650de / exp. Date: 31dec2015 / serial number: (B)(4), mfg. Date: 22dec2014, (B)(4), heartware ventricular assist system ¿ battery, model 1650de / exp. Date: 31dec2015 / serial number : yes, mfg. Date: 22dec2014, (B)(4). Heartware ventricular assist system ¿ battery, model 1650de / exp. Date: 31dec2015 / serial number: (B)(4), mfg. Date: 22dec2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical battery alarms associated with four of their batteries. The batteries involved were exchanged with no reported patient consequences.